Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received an issue was reported with the adc device. A caregiver was contacted and reported that as the customer experienced issue with sensor application, and as a result was unable to monitor glucose levels, the customer experienced feeling dizzy and nervousness due to hypoglycemia. The customer required a third-party treatment of juice, sugar, and/or food. There was no report of death or permanent impairment associated with this event.